Manufacturer narrative:
Local service department checked the subject device and found that the phenomenon occurred because the cable had wear and tear damage due to deterioration caused by long-term use or incorrect handling. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed that the cable was damaged due to deterioration caused by long-term use or incorrect handling, and then the image was no longer displayed.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus on (B)(6) 2021, it was found that no image was available. There was no report of patient injury associated with the event.